Event description:
In a scientific publication, sellan, "short versus long intertan fixation for geriatric intertrochanteric hip fractures: a multicentre head-to-head comparison" it was reported that the patient was using a short nail and needed blood transfusion postoperatively.

Manufacturer narrative:
It was reported from a literature review that the patient needed blood transfusion postoperatively. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted that this case did not involve a device failure or any failure due to a smith and nephew implant. The root cause of the blood transfusion was reported as a common medical complication after a hip fracture. The patient impact beyond the reported postoperative blood transfusion cannot be determined. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.